Manufacturer narrative:
Following the allegation, a review of reading logs transmitted by the affected device was performed. It was confirmed that on the date of the event, one out-of-range l2 test result was logged by the device. No evidence of back-to-back readings more than 15% apart and no other out-of-range control solution test results were found. Though the out-of-range result may have been caused by factors other than device malfunction (e.g. User error by incorrectly applying control solution), this event is being reported out of an abundance of caution. The patient was contacted multiple times after the event to request additional information and the return of the affected device. To date, the patient has not responded.

Event description:
Patient alleged that their blood glucose meter was not accurate after comparing results with a meter from a different manufacturer. The patient performed control solution tests on the device and alleged that one l1 test result and one l2 test result was outside the specified range. There was no allegation of symptoms or injury associated with the event and no treatment or medical attention was sought by the patient.

Manufacturer narrative:
The device was returned for evaluation and inspection. No external device damage was identified. Control solution testing was performed using control solution and test strips. No device inaccuracy was identified.